Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the device slightly worn. No problems were found during a review of the event history log. During the functional testing, the customer reported issue was confirmed. The cause of the issue is unknown. The flex circuited sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the cassette lock is defective. The issue was discovered during a functional test in the workshop and no further information is available. There is no patient involvement and no patient harm/adverse event reported.